Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records, the patient complaints of pain and rom. The patient was then revised for loose acetabular component and failed metal on metal left tha. Operative notes reported that the acetabular component was grossly loosed. There was a significant amount of metallic pseudcapsule. There was some superior wear from the femoral head. It was indicated that the screw was broken and removed with pliers. Doi: (B)(6) 2010; dor: (B)(6) 2015; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.